Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had recurring issues with his sensor and blood glucose level readings. These recurring issues occurred with multiple sensors. His sensor glucose reading was below 40 mg/dl, but his blood glucose level was around 130-150 mg/dl. The customer received a calibration error and a lost sensor alarm. He was unable to upload his insulin pump because he received a software error. The insulin pump went into threshold suspend. The product will return. Nothing further to report.

Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and performed testing. Both sensors failed per specification with high readings.